Manufacturer narrative:
(B)(4). The model/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The customer's experience of leakage due to the blue piston not closing the valve was not confirmed. No fault was identified during testing of the sample received for investigation.

Event description:
The report suggests that the carer of a homecare pt experienced a leak from the smartsite needle-free valve when they first attempted to use it. They reported that the blue piston inside the smartsite did not return to its original position when they removed the luer lock syringe and therefore not sealing the valve as expected. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.